Manufacturer narrative:
Device evaluation: d10, g4, g7, h2, h6 and h10. Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The issue reported by the customer was duplicated. It was traced to failed fluorescent lamp. Display assembly is purchased as an off the shelf item that is supplied by a third party supplier no further investigation will be performed.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr replaced the front panel display and regulator blender. The ventilator passed extended self test (est) and performance check done by the fsr. The ventilator is operational and meets original equipment manufacturer specifications. The vyaire failure analysis laboratory received the suspect component and will perform a failure investigation.

Event description:
The customer reported that the vela ventilator's touchscreen stays blank when turned on. There is no patient involvement in this reported event.